Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: initially angled saw was a bit difficult to place into saw attachment. During case the angled saw attachment was stuck and could remove from mics. Swapped out and completed case. Tka procedure delayed 20 minutes. Additional information: during case when we were finished with angled saw attachment, the attachment got stuck and could not be removed from mics therefore we had to switch out the mics to resolve problem. However when case was done we attempted to attach saw attachment to two difference mics handles and it couldn¿t attach to either one. Therefore the issue was with the angled saw attachment.

Event description:
As reported: initially angled saw was a bit difficult to place into saw attachment. During case the angled saw attachment was stuck and could remove from mics. Swapped out and completed case.tka procedure delayed 20 minutes.***additional information***: during case when we were finished with angled saw attachment, the attachment got stuck and could not be removed from mics therefore we had to switch out the mics to resolve problem. However when case was done we attempted to attach saw attachment to two difference mics handles and it couldn¿t attach to either one. Therefore the issue was with the angled saw attachment.

Manufacturer narrative:
Follow-up #2 and final report submitted to update.